Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained test strips. A visual inspection was performed on the returned meter and no issues were observed. Meter did not power on with button depression and test strip insertion. The returned meter was disassembled. Visual inspection has been performed on circuit board and no issues was observed. An extended investigation has been performed for the reported complaint. Dhrs (device history review) for the freestyle freedom lite meter reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. It was determined that the cause of the blank screen was due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix-match testing was performed, and a known good cpu was placed on the returned printed circuit board assembly (pcba) and the meter powered on. Thus, the cause of the reported power related issue is due to a faulty cpu. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.